Event description:
Straight shots.

Manufacturer narrative:
The subject product was examined. The device had a broken component. With this component broken, we are unable to test for the reported problem because you cannot operate the product with this component broken.